Manufacturer narrative:
The product was not returned for analysis; device remains implanted. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the mfg documentation. Additional info has been requested. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "optic neuritis" (inflammation); "poor vision for distance and near" (vision, impaired). Product problem(s): "none reported" (no info [iol (intraocular lens) implant]). A surgeon reported a pt with poor vision for distance and near seven days following intraocular lens (iol) implant surgery. He reported that the surgery was successful. He suspected cme (cystoid macular edema) and requested angiography, which showed optic neuritis and macula with no signs of edema. Another angiography was performed before the surgery and showed normal optic nerve in right eye. He reported that he is treating the pt with medications. Additional info has been requested.